Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented after receiving successful, appropriate therapy for ventricular fibrillation, intermittent undersensing of r-waves was observed. Programming changes were made and no more undersensing was observed. The device remains implanted.